Event description:
On november 11, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was constantly giving an "error 4" message. The medical affairs specialist spoke to the reporter (the pt's daughter) on november 16, 2006, to obtain/verify info. The pt informed the reporter on an unk date that, she "had been getting unusual numbers" with the meter and decided to stop using the device. The reporter did not know if the "unusual numbers" were meter readings or "error 4" messages. The reporter believes the pt started getting the "error 4" message on an unspecified date in october 2006. On november 7, 2006, the pt's husband called the reporter to tell her that the pt was feeling unwell. By the time the reporter got to the pt's house, she was unconscious. The paramedics were called and when they arrived, a result of "29 mg/dl" was obtained by the paramedics using an unidentified device. The pt was taken to a hospital where she was admitted for 3 days. She received "IV fluids" and food to raise her blood glucose until she was well enough to go home. The pt was supposed to be testing 3 times/day. At the time of concern, the pt was taking glyburide and metformin. After the hospitalization, the pt was switched to actos. The reporter did not know the details of the pt's medication regimen. The customer care advocate (cca) walked the reporter through two control solution tests using two different bottles of test strips. In each case, the reporter encountered an "error 4" message. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt stopped testing on the meter, became unconsciousness, and obtained a reading of "29 mg/dl" by the paramedics. She was hospitalized for 3 days and treated for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.